Event description:
Tap it was reported that 181 days after implantation of a 2.5x12mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesions were located in the 1st branch of the obtuse marginal (om-1) artery. A pre-intervention in-stent restonsis of 99% distally was reported in a previously placed stent. After balloon dilation, a 2.50x13 mm taxus stent was deployed in the lesion. A post intervention stenosis of 0% and a timi grade free flow were reported no information was reported concerning patient medications used before during, or after the procedure. Patient complications were reported as none. The patient presented 101 days latter with an in-stent restenosis of 99% at the om-1 branch. The previously placed 2.5x12 mm taxus stent was balloon dilated. A post intrevention stenosis of 0% and a timi grade iii flow were reported. No information was reported concerning patient complications.